Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure coil punctured the amniotic sac resulting in her death'), stillbirth ('migrated essure coil punctured the amniotic sac resulting in her death'), premature rupture of membranes ('migrated essure coil punctured the amniotic sac resulting in her death') and pregnancy with contraceptive device ('pregnancy') in a foetus whose parent had inserted essure at the time of conception. Other product or product use issues identified: device ineffective "device ineffective". The foetus's mother was exposed to essure during the first, second and third trimesters. On an unknown date, the parent had essure inserted. On an unknown date, the foetus was diagnosed with device dislocation (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant) and premature rupture of membranes (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, stillbirth, premature rupture of membranes and pregnancy with contraceptive device outcome was unknown. The reporter considered device dislocation, pregnancy with contraceptive device, premature rupture of membranes and stillbirth to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:device dislocation, stillbirth, premature rupture of membranes and pregnancy with contraceptive device. Amendment: the report was amended for the following reason: this case should be deleted from pv bayer database as this case found to be duplicate of (B)(4). Duplicated case identified with follow up information. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure coil punctured the amniotic sac resulting in her death'), stillbirth ('migrated essure coil punctured the amniotic sac resulting in her death'), premature rupture of membranes ('migrated essure coil punctured the amniotic sac resulting in her death') and pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant) and premature rupture of membranes (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, stillbirth, premature rupture of membranes and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered device dislocation, pregnancy with contraceptive device, premature rupture of membranes and stillbirth to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:device dislocation, stillbirth, premature rupture of membranes and pregnancy with contraceptive device. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report